Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states the patient had a summit pinnacle metal on metal hip over 10 years ago and was revised for pain. There was some metallosis but the tissue was good. The summit stem and pinnacle cup were well fixed. The metal liner was removed and a poly liner implanted. The head was swapped for one size longer.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.